Event description:
A surgeon reported that during vitrectomy surgery, each time that cutting was initiated, a large group of bubbles exited form the port and floated forward. He had to remove the bubbles each time before he could continue because visibility was lost. There was no damage to any of the layers of the eye.

Manufacturer narrative:
Two lot numbers for consumable items were identified and the device history records for the lots were reviewed. No abnormalities that could have contributed to the complaint concern were found during the device history record review. The products were built and released per specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the reported event cannot be determined. (B)(4).